Event description:
Mom called in stating the tpn bag ran empty, but the cadd solis IV pump program was reading that the taper had not finished. Mom was concerned that pt was not getting total amount of tpn, or getting too much tpn. Question asked if tpn bag leaked, but mom stated there was no evidence of tpn spill on floor, bed etc. Mom stated that this had happened 2 times within the past week. Nurse speaking with mom verified that the program was setup correctly in the IV pump and that pharmacy filled the bag with 100 mls of overfill, which they had. IV pump exchanged out same day with tpn delivery and brought into office for further testing and eval. Office was able to verify complaint, so pump was sent in to MFR.